Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was "high" although specific value was not provided. The customer delivered a manual dose of insulin to address the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.